Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that she was using her pp and suddenly it showed 2 batteries. Patient said she changed the batteries inside of it and it stills shows 2. Patient services reviewed patient's implantable (ins) battery was getting low and it was time to start talking with the healthcare provider (hcp). Patient said she was never told the ins would deplete. Patient wanted to find a new hcp and wanted to understand what was involved with ins replacement. During the call patient reported pain, it hurts where the implant is, lower back hurts, the scar was so tender it was not even funny it started happening at implant and never quit. Patient reported it goes right down her leg, the leg goes to sleep depending on how she was sitting. Patient said her device was pushed outward, she can feel it. No further patient complications have been reported because of this event in the event description. The patient indicators for use for gastrointestinal/ pelvic floor.